Manufacturer narrative:
The customer reported that they are seeing communication loss on all of their remote nurse's stations (rns's). The customer also reported that some of their central nurse's stations (cns's) are experiencing the same issue. No harm or injury was reported.

Event description:
The customer reported that they are seeing communication loss on all of their remote nurse's stations (rns's). The customer also reported that some of their central nurse's stations (cns's) are experiencing the same issue.